Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On january 28, 2021, omsc received the literature "learning from medical litigation cases (118) - a case in which negligence was denied for perforation caused by reversal of a colonoscope". The purpose of the literature was to introduce the case of perforation for surgeon. The patient ((B)(6) male) underwent a colonoscopy in 2013 and it was found polyps in the colon and was kept an eye on his condition. On november 5, 2014, he underwent a colonoscopy to check the progress of polyps and to resect them if polyps degenerated. The endoscope (olympus; cf-h260al/I) was inserted from the anus and anal canal through the rectum to the ileum, and inverted observation was performed to check the anorectal side of the lower rectum while removing the endoscope. To make the degree of curvature stronger, the right hand was removed from the scope and the right hand held the rl angle knob to operate the left and right angles. After this inversion operation, the field of view on the monitor changed and the suspected intra-abdominal cavity was visualized, and the examination was terminated by degassing. After 16 days of hospitalization, the patient's perforation healed.